Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was being used on the vaginal cuff. The device was touched against a metallic tool. This happened a few times, as the surgeon uses the tool as a guide to cut the cuff. The device was then used on tissue and the surgeon had to put pressure on the tissue. The generator made a sound, but no error codes appeared. Then the blade fell into the patient. The blade was retrieved and removed from the patient through the trocar. A new device was opened to complete the procedure. There was no adverse consequence to the patient

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade.